Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was readmitted into the hospital due to nosebleeds and then complained of not feeling well along with dizziness. Interrogation of the percutaneous lead showed that the pt's pulsatility index (pi) ranged from 2.7-4.0 with 12 speed drops. The pt's speed was set at 9600 rpms with the lowest speed at 8630 rpms. It was reported that some speed drops correlated with the pi, while others did not. Along with the speed drops there were associated low voltage alarms, but they weren't always due to low voltage. This usually took place while the pt was connected to the power module. The pt's system controller and pt cable were replaced. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.